Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set as being used to deliver an unspecified solution via gravity. At an unspecified time, the male adapter of an unspecified tubing set was connected to the distal clave y-site of the tubing set to deliver an unspecified chemotherapeutic agent via gravity. It was reported that 10 minutes after the delivery of the chemotherapeutic agent was started, a leak of solution was noted at the leg of the distal clave y-site. At this same time, the tubing separated from the leg of the clave y-site. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the solution that spilled was cleaned up according to the user facility's protocol.